Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 602 mg/dl. The customer¿s blood glucose was in 600 mg/dl when customer was admitted in hospital. The customer was treated with intravenous drip and intravenous fluid. The customer stated that they were using the auto mode feature. The customer stated that they were using the auto mode feature. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect blood glucose value information. The correct information has been provided with this report. Auto mode information submitted twice times in narrative in initial report.(B)(4).

Event description:
The customer's blood glucose value at the time of incident was 535mg/dl and at the time of admission was 602mg/dl.

Manufacturer narrative:
The initial report had the incorrect blood glucose value information. The correct information has been provided with this report. Auto mode information submitted twice times in narrative in initial report. (B)(4).

Event description:
The customer's blood glucose value at the time of incident was 535 mg/dl and at the time of admission was 602 mg/dl.